Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that during the last drain cycle there were multiple air detected in cassette warnings given. After completing the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The patient was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The system air leak test passed. The valve actuation test passed. The patient sensors passed. Accelerated stress test was performed without any failures or problems. No fluid leaks in the test cassette during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. Fluid in the hp3 filter is a related failure to the reported air detected in cassette warning. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that during the last drain cycle there were multiple air detected in cassette warnings given. After completing the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The patient was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.